Manufacturer narrative:
(B)(4).

Event description:
It was reported the myopotential inhibition sensing was observed. Egms revealed noise that was inhibiting pacing. There is a possibility of myopotential oversensing. Turning off the lfa filter and induction testing were recommended. The patient will be monitored with routine follow-up. No further information is available.